Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
A voluntary medwatch report stated that the left ventricular (lv) lead was explanted due to infection. There were no patient consequences.